Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Stapler logs showed the sureform 60 stapler instrument (lot number: k10251107-0118) was used first. It was installed on the system 6 times and fired six sureform 60 blue reloads. Excluding 1 aborted clamp on install 4, all clamps were successful, and the firings were each completed with no pauses for compression. Next, the sureform 60 stapler instrument (lot number: k10251107-0120) was installed on the system 2 times and fired two sureform 60 blue reloads. On both installs, the first clamp was successful, and the firings were completed with no pauses for compression. There were no stapler related errors in the logs.

Event description:
It was reported that a day after a da vinci-assisted gastric bypass surgical procedure, the staple line where a sureform 60 blue reload was fired with a sureform 60 stapler instrument was bleeding. A reoperation was performed and the unexpected bleeding was observed on an arterial vessel at the jejuno-jejunal anastomosis. The estimated blood loss was 7 units. The patient required 2 units of blood transfusion. No reports of any poorly formed or unformed staples were observed. The reload did not get stuck on tissue and there were no missing staples in the staple line. No error messages were observed.